Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump buttons were not responding. Customer¿s blood glucose was 5.6 mmol/l at the time of incident. The customer stated that when trying to make bolus the insulin pump was not increasing the insulin unit. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify bolus stop alarm due to buttons not responding.